Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was received in an opened header bag. The bypass tube was not returned. The returned device was subjected to visual analysis. The anchor could be seen exposed as there was no bypass tube present covering the anchor or collagen. The collagen appeared partially swollen. The IFU even stresses the need to properly open the polyfoil pouch by stating, "remove the angio-seal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angio-seal device." Based on the returned carrier tube assembly, the complaint could be confirmed for bypass tube displacement. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, the polyfoil pouch was not returned to confirm this. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when unpacking the angio-seal device, it was noticed that the anchor was outside of the system and a new device was used. The device did not come in contact with the patient. The device has blood on it due to the physician having blood on his hands when opening the device. This was before use, no patient involvement, no risk of injury. The patient was treated as intended by the device replacement. Additional information was received on (B)(6) 2018: a replaced angio-seal device was used to treat the patient.